Event description:
It was reported that the pt underwent an open, primary, incisional/ventral hernia repair procedure in 2008. During this procedure the pt was placed under general anesthesia and two different surgical mesh prods were used. The pt was last seen by the surgeon two months later. At that time she complained of "mild pain around the ostomy on occasion". As a result the pt was prescribed ibuprofen 600 mgs there times a day for 14 days and told to f/u if pain persisted. The pt did not return to the dr and no pain clinic referrals were given. Five months later, the pt reported disabling symptoms with the following: while bending over, exercising, coughing and deep breathing and while sitting up.

Manufacturer narrative:
Date sent to FDA: 12/03/2008. Pain occurred. Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted. The same pt is represented in each medwatech. See # 2210968-2008-01202 for the other medwatch.